Event description:
Report received from the (B)(6) stating that the device needed service. During servicing, the device was found to have a hole in the hose. It is known that the device was not being used during surgery; however, it is unk if there was any pt or user injury or medical intervention related to the event. The date of the event is unk. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.